Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery was depleting faster due to high threshold measurements of the right ventricular (rv) lead. It was noted that the rv lead had a loss of capture. Reprogramming was done to preserve the battery, which caused the patient to experienced heart failure symptoms and the lead remains in use. No further patient complications have been reported as a result of this event.